Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 188 mg/dl. The customer stated, she was unsure as to the cause of her high blood glucose levels, but stated that it was very difficult to push on the reservoir plunger to get insulin through the infusion set. The customer was advised on a possible reservoir occlusion and was told to change the entire infusion set.